Event description:
This is a report of a patient experiencing cardiac arrest and later passing away coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient was hospitalized on an unknown date one month prior to receipt of this report for an unrelated event and remained hospitalized until passing away. During hospitalization, the patient experienced having a cardiac arrest. Twenty-four days after the cardiac arrest the patient passed away. The spouse reported the patient was not connected to the hc device at the time of the cardiac arrest. The cause of death was a myocardial infarction. It was unknown if an autopsy was performed or a death certificate was available. Pd therapy was ongoing using a hospital hc device up until one week prior to passing away, and then the patient was placed on hemodialysis. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.